Event description:
Battery sensing circuitry in defibrillator failed. Failure noted during routine code cart check performed by charge nurse. Zoll was notified, all defibrillators were evaluated by zoll tech.